Event description:
One (1) patient (cr-13-021) states that she experienced irritation as well as a burning sensation in her eyes after using a medical device, cvs disinfecting lens care solution. The patient medical record is not available.

Manufacturer narrative:
Complaint sample could not be retrieved.